Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG c and d was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG a and b was cut and connector j704 was broken and pulled from the distribution node pca. The root cause for the strained cables was excessive force. The root cause for the cut cable was excessive force. The root cause for the broken connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.